Manufacturer narrative:
The delivery device was requested, but has not been returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's eye and then removed due to capsular damage. Another lens of different model and diopter was implanted. The pt status was described as doing fine. Add'l info has been requested, but has not been received. Please reference MDR #1119279-2012-00030 for the intraocular lens.